Manufacturer narrative:
(B)(4). The fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently; the distal end of glass cap and metal cap were detached and not returned; the glass cap exhibited mild devitrification at the output window; the outer flow tubing exhibited scratch marks at the open end location. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the aiming beam stopped functioning. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported. Gland volume: 50 ml, time expended: 15:01, joules used: 81,804.